Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. After crossing, the wire trajectory was anterior, and primary was added. The wire followed the course of the delivery system (ds). Perforation was on anterior wall so adding primary probably caused the wire to lacerate. Attempts were made to get central and coaxial and thinking about doing funky flip. The measurement was taken from hinge points to capsule gap. This is when the effusion was noticed on anterior side. Dry taping was performed, and the patient initially remained stable. However, after approximately 1l was reached, the decision was made to convert to surgery. The patient subsequently underwent an unplanned thoracic/cardiac surgical procedure, during which the defect was repaired with a patch. The patient is reported to be recovered and doing fine. No pressure or tension was reported on the wire. The wire was placed in the posterior pocket, and proper wire positioning was confirmed by echocardiography. The surgeon reported that tissue was friable as suture pulled right through.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.